Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that this occurred due to a failure in the patient board set. In addition, there is a possibility that circuit (dr) board's op-amp circuitry was not properly designed, or the video connector was not connected properly, resulting in a failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was no image on the evis exera iii video system center monitor when being used with the olympus 180-series scopes. The user tried different video cables but had the same issue. The video cables and the scopes would work fine when using another tower. The olympus 190-series scopes were also working fine. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a faulty printed circuit board. Additional issues were identified during the device evaluation: switching devices had an old version of the main switch; the connections had a worn-out video connector latch with lint and dust accumulation on the video connector pins; the software was version 1.04; we recommend updating to version 4.10. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.